Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("bleeding/unusual/heavy bleeding"), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), abdominal pain ("abdominal pain"), abdominal pain lower ("abdominal pain lower") and menstrual disorder ("unusual periods"). Essure was removed in 2008. At the time of the report, the perforation, genital haemorrhage, pelvic pain, urinary tract disorder, abdominal pain, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menstrual disorder, pelvic pain, perforation and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: bilateral essure implants appear in good position. There is nonfilling of both fallopian tubes. The uterus is anteflexed but appears satisfactory. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received. Event: cramping and unusual periods were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("bleeding/unusual/heavy bleeding"), pelvic pain ("pain"), urinary tract disorder ("urinary problems") and abdominal pain ("abdominal pain"). Essure was removed in 2008. At the time of the report, the perforation, genital haemorrhage, pelvic pain, urinary tract disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, perforation and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: bilateral essure implants appear in good position. There is nonfilling of both fallopian tubes. The uterus is anteflexed but appears satisfactory. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pif received. New event added: abdominal pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("bleeding/unusual/heavy bleeding"), pelvic pain ("pain"), urinary tract disorder ("urinary problems") and abdominal pain ("abdominal pain"). Essure was removed in 2008. At the time of the report, the perforation, genital haemorrhage, pelvic pain, urinary tract disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, perforation and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: bilateral essure implants appear in good position. There is nonfilling of both fallopian tubes. The uterus is anteflexed but appears satisfactory. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding / unusual/heavy bleeding"), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), abdominal pain ("abdominal pain"), abdominal pain lower ("abdominal pain lower") and menstrual disorder ("unusual periods"). The patient was treated with surgery (hysterectomy). Essure was removed in 2008. At the time of the report, the perforation, genital haemorrhage, pelvic pain, urinary tract disorder, abdominal pain, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menstrual disorder, pelvic pain, perforation and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008: bilateral essure implants appear in good position. There is nonfilling of both fallopian tubes. The uterus is anteflexed but appears satisfactory. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation") and genital haemorrhage ("bleeding") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and urinary tract disorder ("urinary problems"). Essure was removed in 2008. At the time of the report, the perforation, genital haemorrhage, pelvic pain and urinary tract disorder outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, perforation and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: bilateral essure implants appear in good position. There is nonfilling of both fallopian tubes. The uterus is anteflexed but appears satisfactory. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/unusual/heavy bleeding"), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), abdominal pain ("abdominal pain"), abdominal pain lower ("abdominal pain lower") and menstrual disorder ("unusual periods"). The patient was treated with surgery (hysterectomy). Essure was removed in 2008. At the time of the report, the perforation, genital haemorrhage, pelvic pain, urinary tract disorder, abdominal pain, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menstrual disorder, pelvic pain, perforation and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: bilateral essure implants appear in good position. There is nonfilling of both fallopian tubes. The uterus is anteflexed but appears satisfactory. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation") and genital haemorrhage ("bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and urinary tract disorder ("urinary problems"). Essure was removed in 2008. At the time of the report, the perforation, genital haemorrhage, pelvic pain and urinary tract disorder outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, perforation and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: bilateral essure implants appear in good position. There is nonfilling of both fallopian tubes. The uterus is anteflexed but appears satisfactory. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.